Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that while attempting to pull a patient, the system became unresponsive. The system was restarted, the grub menu appeared and recovered. A manufacturer representative attempted to re-pull multiple patients but received a transfer error. It was also noted the manufacturer representative attempted to load a disc and the system that had the grub menu issue did not display that patient name and displayed inconsistent spacing and thickness. The manufacturer representative tried deleting and reloading without resolve, and noticed the system states, ¿not optimal for stealth¿ showing uneven spacing and thickness. It was noted the site¿s other system displayed everything as expected. The site used the other medtronic navigation system for the procedure after a 5-minute surgical delay. This issue occurred intraoperatively. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sw app 9735762, version: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that un-installing and re-installing the software resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that while attempting to pull a patient, the system became unresponsive. The system was restarted, the grub menu appeared and recovered. A manufacturer representative attempted to re-pull multiple patients but received a transfer error. It was also noted the manufacturer representative attempted to load a disc and the system that had the grub menu issue did not display that patient name and displayed inconsistent spacing and thickness. The manufacturer representative tried deleting and reloading without resolve, and noticed the system states, ¿not optimal for stealth¿ showing uneven spacing and thickness. It was noted the site¿s other system displayed everything as expected. The site used the other medtronic navigation system for the procedure after a 5-minute surgical delay. This issue was noted outside of a procedure, and there was no patient involvement.